Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade IV.

Event description:
Patient reported a left side capsular contracture, baker grade IV. Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following" desire and intent to remove implants due to fear of alcl, to reduce risk of alcl, and due to symptoms of fear of and consistent with alcl including: mental anguish and fear of alcl, increased risk of alcl, tissue damage, rippling, itching, pain, swelling, contracture, seroma, asymmetry, anxiety weight gain (not device related), ulcer (not device related), chronic headache (not device related); aggravation of underlying conditions (not device related) ; and other physical and emotional manifestations that are severe and ongoing (not device related). At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Plaintiff has not been diagnosed with bia-alcl." Affected side is left. Device remains implanted.